Event description:
The customer reported that no x-ray was being triggered several times. This happened without an error message being displayed. The system is not functioning properly.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.